Manufacturer narrative:
(B)(4). The customer declined an event log review and product eval. The customer's internal investigation found the event was related to the user programming. The root cause of the customer's experience was not identified.

Event description:
The customer reported morphine 100 mg per 100 ml infused in 1 hour unexpectedly to a hospice pt. The medication should have delivered at 4 mg/hr. The pt expired, however, it is unk if the pt's death is attributed to the event or to disease process. Although requested, no additional pt or event details were provided by the customer.